Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system (was) with the dilator in the sheath and blood in the device. The device was microscopically and visually examined. Inspection revealed damage (cross-threading) to the hub. The device was functionally tested by attaching a syringe (filled with water), and positive/negative pressure was applied with the valve open and closed. There was a leak at the valve. Inspection of the remainder of the device presented no other damage or irregularities. Analysis of the returned product confirmed the reported leak.

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and the hemostasis valve was not tightened and blood was leaking during the procedure. There was difficulty closing the hemostatic valve and the valve was tightened on the dilator. The pigtail catheter was in the patient as well as the was at the time of the event. During the radiography, contrast media flowed out from the end of the hemostatic valve, so the radiography of the atrial appendage could not be completed. The procedure was completed with a different device and no patient complications were reported.

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and the hemostasis valve was not tightened and blood was leaking during the procedure. There was difficulty closing the hemostatic valve and the valve was tightened on the dilator. The pigtail catheter was in the patient as well as the was at the time of the event. During the radiography, contrast media flowed out from the end of the hemostatic valve, so the radiography of the atrial appendage could not be completed. The procedure was completed with a different device and no patient complications were reported.